Manufacturer narrative:
(B)(4).

Event description:
About 4 months ago, the physician found more drug than expected; he refilled the pump anyway. In early (B)(6) 2011, they found a greater volume than expected again, so they decided to refill again with 20 ml of morphine at a lower concentration (higher flow) and to see the pt in f/u again. They also interrogated the pump but no alarm or particular logs were recorded. At the f/u visit, they found 19.7 ml instead of the 16.3 ml expected. They tried to perform a contrast test but they could not aspirate drug from the catheter. The pump and catheter were replaced. It was noted that the catheter was damaged during the explant procedure; it was stretched and cut, it seemed to be jammed between the spinous processes (possible partial obstruction). There was reported to be no pt injury.